Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the epic and pyxis interface related to the preadmit workflow. A technical support specialist connected to the server and checked the current configuration on preadmissions. The technical support specialist worked with the willow team to get an a01 message sent on the preadmits. The system functioned as intended after the technical support specialist investigated the device. E1(initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue with the epic and pyxis interface related to the preadmit workflow. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.